Event description:
It was reported that (2) tlc55 were used during a gastrectomy procedure. It was reported by the affiliate that the surgeon could not fire the instrument. Another instrument was opened to complete the case. No adverse patient outcome.